Manufacturer narrative:
The reported issue is confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated upon receipt. During the water-filling procedure, no suction pressure is observed, and water is not entering. The issue with circulation pump has been identified, and replacement of the component is required. The circulation pump was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. Review of the DHR did not indicate any manufacturing nonconformance that could have caused and/or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had filling malfunction. Per review of wo on 10mar2026, there was no patient involvement.